Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# teztd triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# ueoga triathlon asym patella a35x10; cat# 5551-l-350; lot# ler820. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
It was reported patient underwent revision for infection with liner exchange.